Manufacturer narrative:
The device was returned to zoll medical japan for evalaution. The customer's report was observed during review of device data logs. However, the user was viewing in lead ii/ lead iii view instead of viewing with the pads/paddles view when pads were connected to the patient. The user would need to switch to the "pads" view to obtain the ECG signal through the pads. The device was put through extensive testing after changing to pads view including full functional testing and ECG stress testing without fault. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.